Manufacturer narrative:
Follow-up # 2. The test strips have been returned and further evaluated by product analysis with the following findings: the test strips involved with this complaint failed testing. The test strips were found to have been exposed to moisture. The additional tests performed on the test strip vial and the desiccant was to check the structural integrity and for a possible moisture issue. The structural integrity of the test strip vial was found not to be compromised during a gross leak test. The desiccant within the subject vial was found to contain levels of moisture that reflect normal use. The lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. Follow-up # 2 supplemental sent to correct information previously omitted from follow up 1; the retain testing was not reported upon. The MFR narrative should contain the line "the retain test strips passed all testing.". Additionally, the DHR evaluation code was also omitted from the previous supplemental. Appropriate evaluation codes have been added in this supplemental.

Event description:
On (B)(6) 2015, a reporter for the lay user/patient contacted lifescan (lfs), alleging that the patient¿s onetouch ultramini meter read inaccurately high in comparison to another meter. The complaint was classified based on customer care advocate (cca) documentation and information obtained in a follow up call by medical surveillance (ms). The reporter claimed that on (B)(6) 2015 the patient obtained a result of ¿481mg/dl¿ on the subject meter which he felt was inaccurately high in comparison to a result of ¿301mg/dl¿ obtained on another onetouch ultramini meter, performed within 30 minutes of each other. Based on statistical methodology the calculated difference in results exceeds lifescan¿s criteria for accuracy. The patient manages his diabetes by self-adjusting his insulin doses and during the follow up call the reporter stated that after obtaining the allegedly high result he ¿dosed his insulin according to the result¿. The reporter denied that the patient developed any symptoms but on (B)(6) 2015 obtained ¿excessively low readings¿ on an unspecified meter and presented at an emergency room (ER) where he was ¿treated for hypoglycemia¿, however the reporter could not specify what treatment was received during troubleshooting the cca noted that the meter was set to the correct unit of measure and an approved sample site was used. Replacement products were sent to patient. This complaint is being reported as the patient received medical intervention from a healthcare professional for a blood glucose excursion, after the alleged meter inaccuracy occurred.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
This supplemental report was originally submitted on (B)(6) 2015. Due to an issue with esg, lifescan were advised to resubmit this report. Follow-up # 1 device evaluation. The lay user/patients test strips have been returned and further evaluated by lifescan product analysis with the following findings: the test strips involved with this complaint failed testing. The reported issue was confirmed. Additional tests were performed on the test strip vial and the desiccant; these tests did not confirm the complaint. The meter involved with this complaint has not yet been returned to lifescan for product analysis evaluation. A DHR (device history record) was completed for this product and no deviations, non-conformances, or reworks were observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.